Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 that her ultra 2 meter powered off about a week after she had received it. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. Mss will be classifying the complaint based on the initial call placed on (B)(6) 2011. The patient mentioned that this subject meter was her back up meter to her ultra. When she did not have batteries to test on her ultra meter she attempted to test on her ultra 2 meter and the meter would not power on. Just prior to testing on the afternoon of either (B)(6) 2011, she had developed symptoms which consisted of headache, nausea, shaking, and no appetite. She immediately attempted to test on her back up meter and the meter would not power on. She then self-treated with food/drink. The patient tested on another device; however, it is unknown what the reading was. The meter did not power on by pressing the power button. The batteries on her ultra 2 meter also needed replacement; however, the patient did not have the replacement batteries. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long the patient was unable to test on both devices, last reading the patient obtained on the lfs meter and what reading the patient obtained on the other device. The complaint is being reported since the patient alleged that she was unable to test and developed symptoms and had to self-treat with food.

Manufacturer narrative:
The 510 (k) # is k05329. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.